Event description:
It was reported that the patient implanted with this pacemaker system, implanted with non boston scientific leads, was admitted to the hospital and telemetry revealed 6-8 second pauses in pacing. The pacemaker was programmed to a fixed output of 2.5v, and threshold measurement was 0.6v. Sensitivity was programmed to 2.5mv. Impedance measurements were stable at around 550 ohms, and there were no stored events. Electrolyte levels were not checked, and the patient had an unspecified medical condition unrelated to the device. It was noted that the non boston scientific right atrial (ra) lead was known to be fractured a centimeter from the tip of the lead, however the onset was not known. There was no lead safety switch (lss) noted and the device was sensing in bipolar. Technical services (ts) discussed troubleshooting/programming options and possible causes, including possible oversensing. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.